Event description:
A patient was being transported attached to a pneupac parapac with alarms ventilator and the patient coded. A senior respiratory therapist at the hospital investigated the incident and found that the respiratory therapist involved in the incident had connected approximately 6 feet of tubing to the exhaust housing on the circuit introducing a very large "dead space" resulting in inadequate patient ventilation.

Manufacturer narrative:
Smiths medical pm, inc. Imports the parapac ventilator from international company. Then does additional packaging of accessories to include with the ventilator. The patient circuit that was supplied with the ventilator was modified by the user. The user added the 6 foot hose to the patient circuit. No evidence or claims that suggest the ventilator or supplied patient circuit malfunctioned. The cause was determined to be the result of the user modifying the circuit, therefore, no evaluation of the ventilator or patient circuit performed. According to rrt-nps, "the attachment of dead space to any ventilator circuit is an elementary skill any respiratory therapist should have mastered. Any tubing, adapter, device that is attached proximal to the exhalation valve in a single limb circuit is considered dead space. In a regular adult circuit one inch of tubing is considered to be 10 cc of dead space, and one foot 120cc. If multiple feet of tubing are attached (4 feet equal 480 cc) and your tidal volume is 500cc the dead space is subtracted from the tidal volume to give you your true actual tidal volume (20cc)."